Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericardial effusion (pe) and arrhythmia. During a denovo pulmonary vein isolation and ablation for persistent atrial fibrillation (afib) procedure, a versacross access solution and farawave were selected for use. The transseptal approach was guided by fluoroscopy and transesophageal echocardiogram (tee). Pre tee images were obtained demonstrating no effusion. The versacross rf wire was used with a non-boston scientific sheath and dilator. First transseptal was too anterior per physician and it was decided to restick. The second transseptal was mid-mid and was used for pulmonary vein isolation procedure. The farawave catheter was used for pulmonary vein isolation, posterior, anterior, and lateral wall ablation. A post procedure his-ventricular (hv) measurement was recorded by the farawave catheter in basket position in right atrium. An effusion check was done again after first transseptal and immediately post procedure. Patient experienced a long pause during a spontaneous conversion from afib to sinus with a slow junctional response on the anterior wall ablation. Post procedure the patient developed hypotension and a slow junctional rhythm. Transthoracic echocardiogram (tte) was performed and showed an effusion. A temporary pacemaker was implanted through the right internal jugular vein and the patient was sent to intensive care unit. The effusion was stable and there was no pericardiocentesis performed. The patient has been discharged. No malfunctions were noted. The patient did have difficult anatomy with an anterior facing fossa ovalis. Act was therapeutic. Pe was located at pericardial space around ventricular apex probably. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis, as it was disposed, therefore, product analysis could not be performed and the investigation the reported allegations of pericardial effusion, hypotension, bradycardia and arrhythmia were unable to confirmed. However, based on information provided, it is indicated that the device was used to treat a persistent atrial fibrillation, posterior, anterior, and lateral wall ablation, which is considered an off-label use. Hence, the off-label use of the catheter was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced pericardial effusion (pe) and arrhythmia. During a denovo pulmonary vein isolation and ablation for persistent atrial fibrillation (afib) procedure, a versacross access solution and farawave were selected for use. The transseptal approach was guided by fluoroscopy and transesophageal echocardiogram (tee). Pre tee images were obtained demonstrating no effusion. The versacross rf wire was used with a non-boston scientific sheath and dilator. First transseptal transseptal was too anterior per physician and it was decided to restick. The second transseptal was mid-mid and was used for pulmonary vein isolation procedure. The farawave catheter was used for pulmonary vein isolation, posterior, anterior, and lateral wall ablation. A post procedure his-ventricular (hv) measurement was recorded by the farawave catheter in basket position in right atrium. An effusion check was done again after first transseptal and immediately post procedure. Patient experienced a long pause during a spontaneous conversion from afib to sinus with a slow junctional response on the anterior wall ablation. Post procedure the patient developed hypotension and a slow junctional rhythm. Transthoracic echocardiogram (tte) was performed and showed an effusion. A temporary pacemaker was implanted through the right internal jugular vein and the patient was sent to intensive care unit. The effusion was stable and there was no pericardiocentesis performed. The patient has been discharged. No malfunctions were noted. The patient did have difficult anatomy with an anterior facing fossa ovalis. Act was therapeutic. Pe was located at pericardial space around ventricular apex probably. The device is not expected to be returned for analysis (disposed).